Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the needle (novofine 4mm) broke inside his belly [injury associated with device] the needle (novofine 4mm) broke inside his belly. [Needle issue] the dose button of the novopen 4 was stuck, and [device mechanical issue] the piston rod was also malfunctioning [device malfunction] patient believed that the needle quality might not be very good [suspected product quality issue]. Case description: this serious spontaneous case from china was reported by a consumer as "the needle (novofine 4mm) broke inside his belly(needle injury)" with an unspecified onset date, "the needle (novofine 4mm) broke inside his belly. (Needle broken)" with an unspecified onset date, "the dose button of the novopen 4 was stuck, and(device mechanical jam)" with an unspecified onset date, "the piston rod was also malfunctioning(device component malfunction)" with an unspecified onset date, "patient believed that the needle quality might not be very good(suspected product quality issue)" with an unspecified onset date, and concerned a 70 years old male patient who was treated with novofine 32g 4mm (needle) from unknown start date for "device therapy", , novopen 4 (insulin delivery device) from unknown start date for "device therapy", patient's height: 170 cm . Patient's weight: 75 kg. Patient's bmi: 25.95155710. Dosage regimens: novofine 32g 4mm: novopen 4: current condition: diabetes. Concomitant products included - henagliflozin . Since an unknown date the dose button of the novopen 4 was stuck, and the piston rod was also malfunctioning. The patient requested after sales service. During the communication, the patient because of the malfunctioning novopen 4, the needle (novofine 4mm) broke inside his belly, and the patient believed that the needle quality might not be very good. Batch numbers: novofine 32g 4mm: unknown, novopen 4: bug0313, action taken to novofine 32g 4mm was not reported. Action taken to novopen 4 was not reported. The outcome for the event "the needle (novofine 4mm) broke inside his belly(needle injury)" was not reported. The outcome for the event "the needle (novofine 4mm) broke inside his belly.(needle broken)" was not reported. The outcome for the event "the dose button of the novopen 4 was stuck, and(device mechanical jam)" was not reported. The outcome for the event "the piston rod was also malfunctioning(device component malfunction)" was not reported. The outcome for the event "patient believed that the needle quality might not be very good(suspected product quality issue)" was not reported. Since last submission the following has been updated: batch number of novopen 4 updated, device exp date and date of mfg removed, device available for evaluation and returned to manufacturer on updated. Narrative updated accordingly. Preliminary manufacturer comment: 02may2025: the suspected devices have not been returned to novonordisk for investigation. No conclusion is reached. References included: reference type: e2b company number, reference ID#: (B)(4).

Event description:
Case description: reporter's causality (novofine 32g 4mm): the needle (novofine 4mm) broke inside his belly (needle injury): unknown. The needle (novofine 4mm) broke inside his belly. (Needle broken): unknown. The dose button of the novopen 4 was stuck, and (device mechanical jam): unknown. The piston rod was also malfunctioning (device component malfunction): unknown. Patient believed that the needle quality might not be very good (suspected product quality issue): unknown. Company's causality (novofine 32g 4mm): the needle (novofine 4mm) broke inside his belly (needle injury): possible. The needle (novofine 4mm) broke inside his belly. (Needle broken): possible. The dose button of the novopen 4 was stuck, and (device mechanical jam): possible. The piston rod was also malfunctioning (device component malfunction): possible. Patient believed that the needle quality might not be very good (suspected product quality issue): possible. Reporter's causality (novopen 4): the needle (novofine 4mm) broke inside his belly (needle injury): unknown. The needle (novofine 4mm) broke inside his belly. (Needle broken): unknown. The dose button of the novopen 4 was stuck, and (device mechanical jam): unknown. The piston rod was also malfunctioning (device component malfunction): unknown. Patient believed that the needle quality might not be very good (suspected product quality issue): unknown. Company's causality (novopen 4): the needle (novofine 4mm) broke inside his belly (needle injury): possible. The needle (novofine 4mm) broke inside his belly. (Needle broken): possible. The dose button of the novopen 4 was stuck, and (device mechanical jam): possible. The piston rod was also malfunctioning (device component malfunction): possible. Patient believed that the needle quality might not be very good (suspected product quality issue): possible. Investigation results: name: novofine 32g 4 mm, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen 4, batch number: bug0313. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with the following information: is non-reportable? Updated as "no" for the suspected products novofine 32g 4mm, novopen 4. Qc result for the suspected products novofine 32g 4mm, novopen 4. Final report ticked in EU/ca tab for the suspected products novofine 32g 4mm, novopen 4. Expected date of follow up reports EU/ca tab updated for the suspected products novofine 32g 4mm, novopen 4. Imdrf codes annex b, c, d, g updated in device addendum for the suspected products novofine 32g 4mm, novopen 4. Updated narrative accordingly. References included: reference type: e2b company number, reference ID#: cn-novoprod-(B)(6), reference notes: reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2025-00083, reference notes: medwatch 3500a MFR. Report number, reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2025-00084, reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: 25-oct-2025: the suspected device novopen 4 and novofine (32 g) has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of suspected devices. Considering the nature of events, route of administration being subcutaneous, the reported injection site reactions could be attributed incorrect product handling. H3 continued: evaluation summary: name: novofine 32g 4 mm, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: since last submission the following has been updated: expected date of follow up report in EU/ca tab extended by 15 days. Narrative updated accordingly.